Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. A 6 french (f) guide catheter was advanced. The 2.0x23mm xience alpine stent delivery system (sds) was being advanced with resistance through the guide catheter and failed to cross. Resistance was noted from the guide catheter upon removal but was removed independently and a part of the stent was noted to be lifted from the balloon. A bit of force was applied during removal. Another non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that interaction between the device and guiding catheter during advancement contributed to the reported material deformation; however, this cannot be confirmed. Additionally, the observed stent deformation likely caused the reported difficulty to advance or remove the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.